Event description:
Post inguinal hernia procedure, while the catheter was being removed, it broke, leaving the black tip of the catheter in the patient. The doctor has elected to leave the broken fragment in the patient at this time.

Manufacturer narrative:
The device involved in this incident was not availabe for evaluation. Without the actual product, a complete analysis cannot be conducted. Therefore, the information contained herein was based on the information provided by the initial reporter (surgeon). Additional information, such as the device model/part number and/or lot number has not been able to be obtained; therefore, I-flow was unable to conduct catheter performance tests on the same part or lot number. We have conducted an investigation on previous catheter break incidents in order to show whether the catheter breaks are occurring within the estimated risks limits or not. The catherer break failure rate was calculated since 2003 by dividing the number of total catheter breaks over the total number of catheters shipped, and it was found that the catheter breaks are occrring within the estimated risks limits. It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material that meets iso 10993-1 tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.